Event description:
The dental implant fx3612swc was removed on (B)(6) 2019 due to loss of osseointegration 1 year and 4 months after implantation. The patient has history of tobacco use. The doctor noted local infection during explantation. The patient has recovered without complications.